Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that they cannot hear any alarms; the speaker at the mirror display down the hall was not playing audible tones. A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed states they have a surveillance with a speaker and producing sound; they also have a secondary display at a nearby nursing station with a speaker with it only intended to produce image and sound. The sound at the second nursing station is not functioning. This is in a new unit that opened a month ago. It is unclear if the secondary display has ever produced sound. During troubleshooting, it was discovered that the main computer (pc) was located at the nursing station with a remote solution sender and a receiver connected to the secondary display. Additionally, there is a silver audio splitter box at the main nursing station with one cable coming from the pc for audio. The audio splits to speakers, one at the main nursing station and the other at the second nursing station where the secondary display is situated. During troubleshooting, the biomed swapped the cables at the wall port for the audio, and as a result, the main speaker at the central nursing station no longer produces sound. At this point, the customer has already spent too much time on this issue and has requested the field service engineer (fse) to return on-site for assistance. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.